Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the m540 monitor failed to alarm for asystole. CPR was performed successfully and the involved patient is fine. A strip report of the event was provided where the customer identified a 4.5 second period of asystole.

Event description:
The customer reported that the m540 monitor failed to alarm for asystole. Though there was a delay due to no alarm being generated, CPR was performed successfully and the patient is fine. A strip report of the event was provided where the customer identified a 4.5 second period of asystole.

Manufacturer narrative:
After review of the strip report, a 4.5 second standstill period of the heart could be verified. During this 4.5 second period, it was found that the qrs detection threshold was breached 6 times. The m540 IFU states that the algorithm to detect asystole is as follows: 4 s pass without the detection of a valid qrs complex. There was no device malfunction as 4 seconds did not pass without the detection of a qrs complex.